Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was unable to pass urine overnight after being implanted. MRI imaging revealed that the lead was implanted too tightly and was causing pressure on the patient's nerves. As a result, the lead was explanted.